Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the extension(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Follow up information received identified the patient treatment for infection was reloading with antibiotics, and no further intervention was necessary.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient experienced an infection at the scs system extension site. Reportedly, the patient's issue was dehiscence of the surgical wound and purulent secretion. The patient was prescribed antibiotics and would follow up in clinic.